Manufacturer narrative:
Fixture remains insitu.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and was treated with antibiotics (type and duration not reported); however, the issue could not be resolved. The patient underwent revision surgery on (B)(6) 2015, to remove the abutment and was equipped with a new abutment during the same surgery.

Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia during the changing of the abutment surgery. This report filed december 4th, 2015. Fixture remains insitu.